Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from multiple patient samples processed on the vitros eciq immunodiagnostics system. Patient 1 tropi es: 0.171 vs. Expected 0.015 ng/ml. Patient 2 tropi es: 0.074 vs. Expected 0.016 ng/ml. Patient 3 tropi es: 0.135 and 0131 vs. Expected 0.034 ng/ml. Patient 4 tropi es: 0.269 and 0.260 vs. Expected <0.012 ng/ml. Patient 5 tropi es: 0.683 and 0.683 vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es results were not reported from the laboratory, as the retested tropi es results for patient 1 and 2 agreed more closely to the expected value, and the tropi es results for patients 3-5 were run for investigation purposes only. There was no allegation of patient harm resulting from the action taken. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros trop I es results were obtained from multiple patient samples processed on a vitros eciq immunodiagnostics system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, a troponin I free precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to multiple analyzer subsystems to return the vitros eciq immunodiagnostics system to expected performance. Following these action, acceptable vitros tropi es precision was observed. A reagent issue cannot be ruled out, as the historical quality control performance showed precised but low recovery with the low level control. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.